Event description:
The account alleged the silver surfaces of the mattress are causing the staff back pain immediately after pt positioning. No injury reported.

Manufacturer narrative:
The technician inspected all bed functions and found all mattress pressures and settings to be as specified with no surface damage. The mattress ticking will be replaced under warranty.